Event description:
Add'l info rec'd states that the pt nih score went from 1 pre-proceudre to 7 post-proceudre, an MRI was performed that showed a small acute lacunar infarct on the left hemisphere (ipsilateral side to the stent) and a small right occipital infarct that was acute. It also appeared that the pt experienced a drop in blood pressure or heart rate and did have neurological symptoms (aphasia, right arm and leg drift and some seizure activity). A CT was performed and did not show any acute bleed. Pt was stable and able to be discharged in 2005. No add'l info was available.

Event description:
It was reported that during the procedure right ica trackability of the accunet was an issue. The pt experienced a spasm with global ischemia during placement of device. Also, during the procedure the pt suffered a stroke. Vasopressors/inotropes were administrered and the event resulted in new/prolonged hospitalization. The pt's outcome is improved condition. The pt has only one pt carotid artery.